Event description:
Patient called back and advised that they moved their pain management appointment from today to tomorrow. Patient mentioned that they now plan to remove the implant since it only lasted for little over a year. Agent reviewed information and redirected to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated for the last 3 weeks, they had noticed the stimulation hasn't been doing well. Patient said usually when they straightened their back out straight, they could feel the stimulation because the stimulation helped with their sciatica pain and down in their leg. Patient then said they went to try and increase stimulation today, but they saw a service code 201. Agent reviewed eri message and patient commented it hadn't even been a year since current device was put in. The patient was redirected to their healthcare provider to further address the issue. See (B)(4) for information regarding previous implant.